Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss and low battery alerts due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and replace battery alarm. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.